Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/29/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the hypoglycemic event was likely caused by the user failing to follow instructions in the user guide or follow the on-screen instructions to complete the cartridge change process. Without data from the device, performance of the device during the event cannot be evaluated and the cause of the event cannot be confirmed.

Event description:
On (B)(6) 2024 and ilet user reported they inadvertently failed to rewind the insulin pump motor before replacing the cartridge, causing all the insulin in the vial to be delivered into their body. Realizing the mistake when the site felt wet and tasting insulin, the user's continuous glucose monitor (cgm) initially showed a reading of 140 mg/dl. However, subsequent fingerstick tests indicated a drop to 122 mg/dl and then 99 mg/dl shortly after. Concerned about their dropping blood glucose levels, the user consumed dr. Pepper and grabbed a sandwich to raise their bg, despite the customer care agent's recommendation to call emergency services. The agent tried unsuccessfully to contact 911 due to technical issues, prompting the user to call emergency services themselves. An hour later, the user reported that ems had arrived, provided them with food to increase their bg, and took them to the emergency room. At the hospital, the user's bg recovered to 115 mg/dl. During the incident, the user experienced symptoms of severe hypoglycemia, such as difficulty speaking and vomiting, although ems did not administer glucagon.